Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 peripheral orbital atherectomy device was used to treat a lesion in the iliac artery. Following a high speed treatment, the patient experienced severe pain. The oad was removed and a perforation was observed via contrast. Balloon angioplasty and stent placement were performed. The patient went into cardiac arrest. The patient was intubated and was hospitalized. The patient expired.